Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was alarming contently for upstream occlusions when no occlusions were present. It was also reported that there was no pt injury and the device was being used in the med surge care.